Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient's reason for calling is that they are getting a message on her controller. Elective removal indicator (eri) message. The meaning of this screen was reviewed with the patient, and the patient was redirected to follow up with their health care provider (hcp).